Event description:
It was reported that during a lap splenectomy, the surgeon felt that the instrument had more of a cut affect than coagulation. As a result, procedure converted to open to finish the case. Pt is fine and there is no other complications.